Event description:
It was reported that when using the pyxis medstation es system, global find did not work. The customer stated that there was a delay in dispensing medication and nursing had to remove medication elsewhere. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the global find was not working. A technical support specialist confirmed with the customer that the issue no longer occurs. The system functioned as intended after troubleshooting the device.